Event description:
There was no evidence of snapping, but there was a large amount of fluid that could possibly be correlated with inflammation from metal particles of accelerated wear. The pt's metal suppression CT scan was reviewed by our joint surgeons as well as our orthopaedic radiologist. All physicians did feel as though the grinding, catching, and clunking sensation she is feeling in her left hip is a significant problem. Pt had left hip arthroplasty performed a short time ago. She had ratcheting and catching on the left hip from early on post operatively. She then underwent right hip arthroplasty and immediately noticed low abnormal and different the left hip was. She eventually sought medical advice, at which time she was radiographically and serologically eval... Doi (B)(6) 2009 dor (B)(6) 2010 (left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.